Manufacturer narrative:
Device evaluation: the pump and meter have been returned and evaluated by product analysis on 09/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any evidence of short battery life. Several replace battery warning related to motor power supply were observed. Total daily deliveries added up correctly and reflected the programmed basal rate. The pump powered up with auditory and vibratory features. No tactile issue was found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. The reported short battery life issue was not verified in the black box or duplicated in the investigation. The battery compartment was found to have cracked in the threads area with no evidence of moisture corrosion inside the compartment. The pump casing was opened to investigate and no intermittent condition was found with the power circuit, but moisture corrosion was observed with the motor wire/connector on the printed circuit board. Unrelated to the reported power issue, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the patient experienced a hyperglycemic event due to an issue with short battery life. Reportedly, the patient had a blood glucose reading of 499 mg/dl with symptoms of excess urination (polyuria), extreme and/or atypical thirst (polydypsia), and rapid, deep breathing/ shortness of breath/chest pain. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient had discontinued pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the pump alarmed for ¿replace battery¿ multiple times after the patient went swimming. The reporter stated that moisture/corrosion was evident in the battery compartment with no damages to the compartment or cap noted. Allegedly, after the battery was replaced a couple of times, the pump emitted an unspecified call service alarm which they were unable to clear and the pump had discontinued insulin delivery. The reporter acknowledged that the bg excursion was likely the combination of exercise and the cessation of insulin delivery due to the call service alarm that would not clear. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia attributed to a short battery life issue resulted from moisture intrusion in the pump and an un-cleared call service alarm.